Manufacturer narrative:
The device was received on (B)(4) 2011. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates that there is no programming that correlates with the event reported by the customer; therefore, the history cannot be utilized to evaluate the reported event provided. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. Line a of the device was programmed to deliver 100 ml of avastin, for a duration of 30 minutes, and the delivery was started. No further programming parameters were provided. After approx 25 minutes, the device alarmed for air-in-line. At this time, the nurse noted, the avastin container was empty and that there was approx 2 inches of air in the tubing distal to the device. No air reached the pt. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Though requested, no add'l info was provided.